Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer complained on (B)(6) 2021 the pump alarmed pump error 41 and pump error 43.unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thumps. No pump error 41 or pump error 43 alarms noted during test. Verified pump alarmed pump error 41 on (B)(6) 2021 13:07:00.000 and pump error 43 on (B)(6) 2021 13:07:00.000 in pump downloaded history due to corroded motor home switch. No moisture damage noted on electronic assembly per visual inspection. The following were noted during visual inspection: cracked keypad overlay. Scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 41 or pump error 43 alarms noted during test and verified pump alarmed pump error 41 on (B)(6) 2021 13:07:00.000 and pump error 43 on (B)(6) 2021 13:07:00.000 in pump downloaded history due to corroded motor home switch.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis